Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05801. It was reported a perforation with pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was used to deploy a 27 mm watchman® closure device (wds). During the recapture of the closure device, the was kinked at the distal curve at about the 33 mm marker band. They were able to recapture the device despite the kink. They exchanged for a new was to continue with the procedure. The new was used to deploy multiple closure devices in the anterior portion of the chicken wing anatomy of the laa, but none of them met the release criteria, so they were fully recaptured and removed from the patient. They were getting ready to use another wds. The was and a non-bsc pigtail were in the proximal laa. As the wds was prepped and about to be inserted, they maneuvered the was and pigtail. The pigtail tracked easily posterior, well away from where they had been placing the pigtail and was previously. It was even verbalized by operator that perhaps they had found a new lobe. No resistance was felt by the operator and on fluoroscopy did not seem to meet any resistance either. A contrast shot was taken and found that the was and pigtail were well out of the posterior elbow of the anterior chicken wing laa. The laa was perforated. There was small fluid collection noted on echocardiogram, but it was quite stable and not growing. The patient¿s hemodynamics were quite stable as well. A decision to alert the surgery team was made and an attempt to close the perforation with a non-bsc septal occluder device was tried. When the occlude device was placed and the was retracted out of the laa, the patient rapidly decompensated hemodynamically with loss of blood pressure. A pericardial effusion was rapidly growing with tamponade. Surgery took over and the laa was removed surgically. The patient is currently fine. It was reported that one of the assisting doctors remarked that he saw the pigtail straighten out just prior to when it tracked out the posterior elbow of the laa and he stated he believes that to be the cause of the perforation.